Manufacturer narrative:
A complete analysis and testing of 1 opened and used reservoir showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
The customer reported via telephone call that he had problems with the infusion sets and that the insulin pump alarmed for no delivery of insulin during a bolus. The customer removed the reservoir and stated that it was leaking. The blood glucose reading was 123 mg/dl. The customer also reported an air bubble in the reservoir. The customer was advised that the reservoir would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.